Event description:
It was reported that (1) device was used during a stomach resection. It was reported by affiliate that the tl90 device will not staple at all. Another device was used to complete the case. There was no consequence to the patient.